Manufacturer narrative:
Refer to manufacturer report #3004209178-2018-08268. For details pertaining to the related reportable event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual, movement disorders. It was reported that the caller was calling on behalf of the patient because they did no have a good speech. Patient services asked to clarify and the caller said the patient didn't have good speech because of the parkinson's which they had for 10 years now. Caller reported that when the patient had the device put in they lost a lot more speech. Caller was unsure if it was the first or second device they had put in. There were no further complications reported.